Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was determined to be fractured. The clinician suspects this is caused by twiddler's syndrome.